Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, after the loading was completed, the color of the base of the delivery catheter system (dcs) capsule changed to white. It was reported that a slight noise was heard, and the "root" of the capsule turned white, and the capsule itself appeared to be bent. Upon further inspection, from the outside, there was no tear, kink or separation. It was reported that the discoloration and bent was due to a misload from the paddle not fitting properly. The dcs was not used and was replaced. A new dcs was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) handle was intact. The device was received with the capsule fully opened. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination and deformation were observed over the nitinol reinforcing frame along the proximal end of the capsule. The inner member shaft and spindle hub was intact with no evidence of damage. An evolut pro+ 29 mm valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter a buckle was noted along the proximal end of the capsule. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. Upon deployment of the valve, there was no evidence of buckle along the proximal end of the capsule. The reported events for capsule white bend in capsule and misload can be confirmed in the analysis; delamination and deformation were noted along the capsule and a buckle was observed upon loading of an evolut pro+ 29 mm valve. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject delivery catheter system (dcs) was returned for analysis. The reported white marks could be confirmed as delamination and deformation were observed over the nitinol reinforcing frame along the proximal end of the capsule as a result of the misload. An evolut pro+ 29 mm valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter a buckle was noted along the proximal end of the capsule. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected and there was no evidence of buckle along the proximal end of the capsule. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut inst ructions for use, contains instructions to use the integrated loading bath which features a mirror to aid in loading of the valve. In addition, the instructions for use (IFU) instructs to inspect the capsule visually and tactilely for a misloaded bioprosthesis. With the limited information available, a root cause of the misload could not be determined and a relationship to the dcs cannot be established. Corrected data: e1 - facility name updated data: h6 - device, method, results and conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.